Event description:
Healthcare professional reported ¿rupture for right side¿. The device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture for right side¿. The device has been explanted

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: yellow particles observed in the surface of the shell. Crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.